Event description:
It was reported by the field that during an attempted implant, the right ventricular lead demonstrated high impedance measurements greater than 4000 ohms, when connected to the device can and pacing system-analyzer. A new lead was chosen.

Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval: analysis was normal. No anomaly was found.